Event description:
It was reported by service report that the power cord is damaged and the scale is inaccurate. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.